Event description:
During night shift in the hospital lab, while running routine samples in a lab. Centrifuge, the unit started making loud noises, and then parts from the unit were ejected across the room. The limited staff on duty were on the other side of the room when the parts were ejected. The centrifuge damaged a wall and dented a few items of furniture when the parts were ejected. No staff were injured, but the centrifuge was severely damaged, and rendered unusable. The delay in reporting was related to an internal investigation and working through the process with the company. Centrifuge is model rotanta 460r, purchased in 2006. The unit was shipped back to the company recently.